Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed for a case and it was decided not to use the device. Upon clearing the programming the detections were inadvertently turned on, which resulted in an out of range impedance measurement being taken. The device was sent back. There was no patient involvement.